Manufacturer narrative:
(B)(4).

Event description:
Additionally, it was reported that the patient received an inappropriate shock. The lead exhibited noise and contains a suspected fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that patient's right ventricular (rv) lead alert was triggered due to increasing impedance values. Lead was reprogrammed as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: competitor implantable pacing lead (B)(6) 2012; 419688 implantable pacing lead (B)(6) 2012; d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).